Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The device passed all testing, was recertified, and returned to the customer. Review of the device log shows evidence that the device did not discharge on its own and was a result of a button press. The r series operator's guide states to warn all persons in attendance of the patient to stand clear prior to defibrillator discharge. Do not touch the bed, patient, or any equipment connected to the patient during defibrillation. A severe shock can result. Do not allow exposed portions of the patient's body to come in contact with metal objects, such as a bed frame, as unwanted pathways for defibrillation current may result. All information suggests that the device operated as intended. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device self-discharged and a clinician and a crna both received an unintended delivery of energy. Complainant indicated that there was no adverse effect to the patient, the clinician proceeded to the emergency department, was deemed ok and it was not known if there was any adverse effect to the crna due to the reported malfunction.